Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the fridge was locked, and the user was unable to open it. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the field service engineer (fse) found that the smart remote manager (srm) was working. The fse mentioned that when the customer attempted to access the refrigerator, the srm unlocked, but the door did not open. The issue was determined to be caused by the refrigerator's physical lock being engaged, which prevented the door from opening. The customer located the refrigerator key, unlocked the door, and confirmed that it opened properly. No issue was found with the srm, which was successfully tested in the application. The system functioned as intended after the field service engineer investigated the device.